Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). The manufacturer of the hub was notified of this occurrence. Per the manufacturer's investigation of the incident, the root cause was determined to be an error in the drilling machinery used to produce the hub components. In response to this incident and other incidents of this nature, the manufacturer has updated the incoming inspection report to include a visual inspection and pictures detailing the failure mode and to inform inspectors of what to look for in regards to product acceptance. In addition, the manufacturer has added a secondary inspection of the drilling tool into their procedure, to be performed by quality control personnel to ensure proper drilling of the introducer needle hub. This should reduce any occurrences of difficulty advancing the spinal needle. B. Braun medical inc. Will continue to monitor and trend all occurrences of this nature to verify effectiveness and to determine the need for any further actions. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Retain samples were pulled and tested no defects were found. All testing was within specification. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 3 of 5. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility, event 3: facility reported five (5) incidents of the catheter connector opening and disconnecting. They are using tape. This occurred in the acute pain services department. They are having to pull and replace the epidural catheter. No patient injury.